Manufacturer narrative:
Affected product was not returned. Batch record was reviewed and no abnormalities found. Samples from inventory were inspected, pictures of each of the mask ports taken, showing they were conforming. Each part was able to fit on the patient port easily. No out of round ports were found. Investigation is inconclusive.

Event description:
The customer alleges that "mask connection misshapen and cannot be attached to resus bag." No other details were provided and no patient injury/harm reported.